Event description:
It was reported that occlusion alarms occurred. System check was being performed by tandem technical support (tts), however customer declined to complete the check. There was no reported adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.